Event description:
The hospital reported that during an endoscopic vein harvesting procedure, whenever the hemopro device was activated for cauterization, it would not cut the vein. There was a white blanch on the vein but device would not cut through the vein. The power supply was set at 2.5. All the connections were checked again and all were connected properly. A new hemopro device was opened for the case and the procedure was completed. No pt complication was reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots discovered a localized burnt spot on the serrated section. The jaws were tested for functionality and the jaws fully opened and closed by toggle movement on handle. Resistance measurements were taken and a resistance test was conducted and results were found to be within specifications. The micro switch functioned properly when tested. The simulated cautery test was conducted several times the device functioned properly. The complaint for device would not cut the vein is not confirmed. Device meets electrical and mechanical product specifications. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.